Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at the part that was facing the calcified part upon second inflation at 12 atmospheres within 20 seconds. The balloon was removed from the patient's body without any problem using the usual method and the procedure was completed with another a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).